Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported, a patient with complaints of vision being too bright following intraocular lens implant, a lens exchange was performed. Following the second surgery the patient is doing well and the dysphotopsia has resolved. There are two related events for this patient, this report represents the left eye and an additional report was previously submitted.